Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that their leads have migrated two different times.  The patient stated they have had two surgeries to put the leads in the correct spot and the leads won't stay so they just left it. The first lead migrated shortly after the implant was put in on (B)(6) 2022. They had a revision surgery around 2023 and it migrated again. They had to take it out and put it back in again in 2023. No further action was taken by pats, documented reported event.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2g77g); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient hadn't used the device in two years. The device inside was not working, so they had to turn the therapy off. Patient had a bad back and needed to have an MRI. Was walking patient though how to put the device in MRI mode. The patient was getting a message that said not responding. Patient said their device was sticking out of skin side ways. Short part of the rectangle was poking out of skin. Patient was able to move the device with fingers. Walked patient through putting the device into MRI mode. Patient was able to activate MRI mode.

Manufacturer narrative:
Removed f1905 code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the patient called back and repeated that their ins was turned off because it didn't work. Patient requested assistance checking their MRI eligibility. Patient mentioned that they were having issues with their left hip, which was where ins was implanted. Patient said their hcp wants an MRI of the patient's left hip as well as lumbar because an "x-ray showed a positive area in the l-4 vertebrae." Agent reviewed how to check MRI eligibility. MRI mode was already activated and patient was full body eligible. Patient did not require further assistance. On (B)(6) 2025, the patient called back regarding MRI mode and eligibility. Reviewed information again.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that their leads have migrated two different times. The patient stated they have had two surgeries to put the leads in the correct spot and the leads won't stay so they just left it. The first lead migrated shortly after the implant was put in on (B)(6) 2022. They had a revision surgery around 2023 and it migrated again. They had to take it out and put it back in again in 2023. No further action was taken by pats, documented reported event. (B)(6)2025 (B)(6) (con): additional information was received from the patient. The patient hasn't used the device in two years. The device inside is not working, so they had her turn the therapy off. Patient has a bad back and needs to have an MRI. Was walking patient though how to put the device in MRI mode. The patient was getting a message that said not responding. Patient said her device is sticking out of skin sideways. Short part of the rectangle is poking out of skin. Patient is able to move the device with fingers. Walked caller through putting the device into MRI mode. Patient was able to activate MRI mode.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.